Manufacturer narrative:
Block d2b: qrb block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) will no longer hold a charge and increased charged burden. It was noted that it was no longer functioning as expected. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.